Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call watchdog timeout alarm and constant tone. Customer received multiple watchdog timeout alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self test with no alarm. The insulin pump was monitored and no audio anomaly was noted. The insulin pump was received with a cracked display window, a cracked case at the display window corners and a cracked reservoir tube lip.